Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of not hearing audible alerts/alarms or vibrations from the g6 mobile app during the session was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported not hearing audible alerts/alarms or vibrations from the g6 mobile app during the session. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.